Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient experienced pain in her right knee and foot during the procedure. The physician decided to remove one of the leads, which eased the symptoms. The trial was completed successfully using only one lead.